Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set has come out of the patients body. The caller is not sure the cause of this, but states that it only happens when the patient is playing sports. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets will not be returned for product evaluation.